Manufacturer narrative:
Supplemental submitted to correct the initial report: after review of the medical records provided, the reported safety event of chb with ppm placement on pod#1 and mild to moderate pvl at pod #30 are adverse events that occurred to a subject enrolled in an edwards sponsored ide that are described in the labeling and are not associated with device malfunction. These events are reported through the ide, in accordance with 21cfr812.150.

Manufacturer narrative:
UDI (B)(4). The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a clinical trial that a patient appeared to be in complete heart block with underlying atrial tachy dysrhythmia (afib) post sapient 3 29mm valve tavr. A permanent pacemaker was implanted on pod #1.